Event description:
Pump was reported a smell suggesting insulin leakage. The patient experienced frequent low blood glucose levels and expressed concern about the pump potentially administering excess insulin at night. As a result, the patient had to visit the nurse's office for charging, which interfered with school activities. There was a reported impact on the patient¿s blood glucose level due to this situation. The customer chose not to pursue further troubleshooting.